Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's battery charger was not properly charging her battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The pt received a replacement battery charger/modem.